Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to high thresholds. The patient's condition was good during and post procedure.